Event description:
During the surgical procedure the surgeon experienced tool insertion/recognition issues. The surgical staff suggested trying a different sterile adapter and instrument, however, the surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned surgery. No pt harm reported.